Event description:
The latter part of 3/83 rptr had a mammogram and biopsy. It was determined that she had cancer in her right breast and it was removed. Reconstruction was performed at the same time and an implant of silicone was implanted. Some time in 1991 rptr felt something was wrong because she had intense itching and finally began having problems laying on her right side. The implant was removed on 11/25/92, it was ruptured. Her age was 70 and the implant was put in at the time she was 61. The problems she now has are still some itching, problems sleeping on her right side, pain in right arm, some hand swelling at night and joint pain.